Event description:
It was reported that this right atrial (ra) lead had a possible erosion and infection issue. Reportedly, the patient advocate noticed the implant site had a visible imprint on the implant site. There were no additional adverse patient effects reported. The ra lead remains in service.